Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for evaluation. Based on the results of the investigation it was confirmed, the cause of the reported issue was determined that it was not a device failure however it was the customer's reprocessing process which was causing the fogging. The most probable cause of the complaint is cause traced to user for not following manufacturing's instructions. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation." "The camera head may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, please contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of camera head¿s equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." Reference page 4 as per reprocessing IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the device exhibited "foggy image". Per the report, image was fine at the beginning of the procedure , able to remedy by wiping the lens however, it was foggy again from time to time. Cleaning the device connectors were recommended. The intended procedure was completed using the same set of equipment. There was no patient impact , no harm reported due to the event. Upon follow-up it was further reported that there was no device failure and it was determined that the reprocessing process (high-level disinfection) was causing the fogging.

Event description:
It was reported the device exhibited "foggy image". Per the report, image was fine at the beginning of the procedure , able to remedy by wiping the lens however, it was foggy again from time to time. Cleaning the device connectors were recommended. The intended procedure was completed using the same set of equipment. There was no patient impact , no harm reported due to the event. Upon follow-up it was further reported that there was no device failure and it was determined that the reprocessing process (high-level disinfection) was causing the fogging.

Manufacturer narrative:
The subject device is not expected to be returned. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed or if any additional information is provided by the user facility.